Event description:
Customer reports the following: "biomed reported pump has tubing set errors. Biomed tried multiple sets. No failures in logs. Tried to download logs and no logs downloaded. Pump does not have green chain. Biomed did hard reboot twice and still not connecting. " preliminary review indicates that this is a set ID failure. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.